Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The robot ccc was returned for failure analysis, and the reported errors 31089, 170, and 307 were confirmed and replicated. During the lighthouse review, logs showed errors 31089, 170, and 307, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found related to the reported event. The robot ccc was installed in the golden system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3) connected to the ccc. The firefly cable was replaced with a known good cable using the aba procedure, after which the robot ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. As a result of these findings, failure analysis concluded that the root cause of the reported event was a faulty firefly optic cable (ff3) in the robot ccc.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the way things worked was we noticed the damage to the console, replaced a handful of parts, and from what I can remember the system still wasn't fixed afterwards as the robot wasn't connecting to the tower, which is why the fse made the note so people knew why we were there in the first place for the other two work orders, if that makes sense. We couldn't get connectivity and there was some debate on whether this was related to the tower ccc or the robot ccc, but the fse had a tower ccc in my car, so we decided to swap that to see if the error was resolved. This did not fix the error, so we had to have a ccc for the robot picked up and returned to hancock to be replaced. After that was replaced, the system booted up and was tested as expected, so I think it was just a very odd coincidence that the damage to the console wasn't causing connection issues, and that the robot ccc also needed to be repaired.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of the issue was due to a faulty firefly fiber optic cable on the common compute controller (ccc) board on the robot.